Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4024 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the atrial lead impedance has steadily declined in the past three years. The lead remains in use until changeout of the device and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. A proximal portion was received measuring 10 cm. A distal portion was received measuring 41 cm. (B)(4).

Event description:
The right atrial (ra) lead was removed and replaced about two years later due to chronic low impedance measurements likely from insulation failure.